Event description:
It was reported that during a device replacement procedure, during analyzer testing the atrial lead exhibited low impedance. Under fluoroscopy significant "fraying" of the atrial lead was noted. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407452 lead, implanted: (B)(6) 2006. (B)(4).